Event description:
A facility representative reported with a description of scratched intraocular lens. The patient contact was noted. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The file indicates the use of a qualified cartridge. A handpiece was indicated that a company cartridge could not be used properly in. The wrong handpiece may have been reported is error. The file also indicates the use of a non-qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the IFU (instructions for use). The viscoelastic indicated is not qualified for the lens/company delivery system combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).